Event description:
It was reported that the day after the device was changed out, the shock impedance of the right ventricular (rv) lead was greater than 200 ohms. All vectors were greater than 200 ohms, except the right atrial (ra) lead to can, configuration. The physician brought the patient back into surgery and tightened the set screw. Measurements reportedly have looked good, since the last check. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.